Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) or erbe due to customer complaints of inconsistent grounding and/or monopolar port issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure (inconsistent grounding and/or monopolar port issues) could not be reproduced on erbe connected to system. System logs could not confirm the fault occurred in the field. The unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. The probable root cause is attributed to an electrical component failure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called in with the integrated electrosurgical unit (iesu) or erbe not working. They were not getting any energy or tones from the erbe. They had restarted erbe, changed the cords, and restarted the system with no change. The customer elected to convert to laparoscopic surgery prior to calling in. System logs did not show system restart. No known impact or patient consequence was reported.